Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported recurrent low blood glucose (bg), with a bg of 45 mg/dl and symptoms of shakiness, sweating, and weakness. The user corrected with oral carbohydrates. No hospitalization or long-term health effects were reported.